Event description:
Reporter indicated a pt was found to be programmed to incorrect vns settings. The error messages received on the vns handheld computer indicated, the pt was not set to the minimum parameters necessary to run a normal mode diagnostics test. The pt's normal settings are above the minimum parameters, indicating a programming anomaly had likely occurred during a previous diagnostics test. No serious injury was reported as a result of this programming anomaly. Further attempts for info have been unsuccessful.